Manufacturer narrative:
Based on the account we have received, this seems to be a case of a surgeon using an injection system which has not been validated for use with the softec hd iol. The dfu which is supplied with the softec hd notes that only injection systems which are validated for use with the softec hd are to be used, namely the softec iol injection system. Lenstec is unable to comment on the suitability of the alcon injection system. Product analysis: about 1/2 of the lens was received in the vial with 0.4 cm height of saline solution. It was returned in a (B)(6) contained in a ziploc bag. The cap was on the vial and the bung was present. The label set was enclosed within the envelope; however, no other packaging components were present. The lens was inspected at x10 magnification under a stereoscopic microscope. Only about 1/2 of the lens with a haptic attached was returned. The tip of this haptic was also missing. The surface of the lens was clean; no foreign particles were present. Part of the optic carried slight scratches or digouts in one area. The cross section of the broken haptic tip was smooth and straight indicating that this piece may have been snapped away. Further cross-sectional inspection of the optic area showed that it was slanted and that multiple attempts or small cuts were made as this area was jagged. Documentation analysis: a full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in mfg and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. Conclusion: lenstec can confirm that all procedures in the mfg and packaging of the lens were conducted correctly and that the quality of the lens is not at fault. After having carried out a detailed investigation of the lens in question, lenstec concludes that the event was not caused by the lens design, and is unable to comment on the suitability of the alcon injector and the "d" cartridge used by the surgeon.

Event description:
This involved a single pt. This pt's medical history is not known. Info as stated from lenstec customer service returns form: "the lens tore while it was being injected through an alcon injector with a "d" cartridge. The injector cartridge was in the central axis of the capsular bag and the leading haptic sheared off as it was being advanced by the surgeon." Note: the alcon d cartridge and injection system is not approved for use with the lenstec softec hd iol. F/u with the independent sales rep who was at the site for this case identified that: the damaged iol was removed immediately; the wound did not require enlargement to remove the damaged iol; one day following this case, the pt's eye seemed "quiet", the replacement lens (model softec hd) was centered and there was "nothing out of the ordinary."